Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 8 seconds, the balloon ruptured and a vertical tear was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation, however, during the first inflation at 10 atmospheres for 8 seconds the balloon had a vertical tear. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severly calcified left circumflex (lcx).

Manufacturer narrative:
Updated b5: describe event or problem